Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2024-02112. The lot number has been corrected to 1270489. Multiple reports are being submitted for this event. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The bundle mount was not returned for evaluation; instead, the implant was returned attached to its bundle cover screw. The cover screw wouldn¿t disengage from the implant during a functional test. DHR review was completed for the subject lot number 1270489. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information, and functional testing a device malfunction did occur. The reported event (does not disengage/release) was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
The bundled cover screw was found stuck in the implant upon investigation.

Event description:
It is reported that the mount (impression coping) is not disengaging from the implant.surgery completed using another set of implant.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.